Manufacturer narrative:
One cadd pump was returned for analysis. Visual inspection performed and product found to be in fair condition with a cracked front housing. Customer's complaint was not verified. The event log did not show any error messages. Use testing was performed. Upon startup the device showed replace downstream sensor with double beep. Service replaced the downstream sensor. The problem source is unknown.

Event description:
Information was received that the cadd legacy plus pump is failing. No further description. No reported adverse effects.